Event description:
IV pump was alarming with "communication error" message. Pump shut itself off and cleared all settings, including pca settings, which was administering hydromorphone. Removed defective pump and set up a new pump. New pump showed amount remaining in hydromorphone syringe. However, was not able to chart doses attempted, delivered and total delivered. No patient harm resulted. Pump sent to clinical engineering for investigation.